Event description:
A report was received that the patient underwent a lead revision for an unknown reason. No additional information will be provided to bsn.

Manufacturer narrative:
Expiration date: ni.